Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg is no longer able to communicate with the programmer. Troubleshooting was unable to provide resolution. No surgical intervention is planned at this time.

Event description:
Follow up revealed that the troubleshooting was able to provide resolution. The patient's therapy has resumed.